Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize the cassette. There was no patient involvement.

Manufacturer narrative:
D1: correction. D9: 07-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The customer's complaint of cassette was not recognized cannot be confirmed through testing. The probable cause was a faulty disposable.